Manufacturer narrative:
(B)(4). During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed the return instrument test/evaluation (rite) ground bond failure test. The product analysis lab (pal) evaluated the device. The power was cycled several times with no problems encountered. The cover was opened and an inspection was performed on the door assembly, which revealed a loose screw on the door post. The screw was tightened and all ground bond resistance were measured and passed. The reported issue of rite failure (ground bond resistance out of limits) was confirmed and the assignable cause was determined to be a loose screw on the door post. The door post screw will be tightened. Device was sent to service.

Event description:
The customer discontinued use of the homechoice (hc) machine and returned it to baxter tampa bay. The product analysis laboratory (pal) determined the hc machine system failed rite (returned instrument test/evaluation) testing due to a rite - ground bond failed performance specification. Rite test failure found during evaluation of a drop out device, no patient involved.